Manufacturer narrative:
(B)(4). Method: the two complaint bc100 bubble CPAP generators and CPAP probes were returned to fph in (B)(6) for investigation and were visually inspected. The dimensions of the lid and probe of each bubble CPAP were measured. Results: no physical damage was observed to the returned bubble cpaps and probes. The dimensions of both probes were within the drawing specification; however, it was observed that the dimension of the lids of both bubble CPAP generators were out of specification. Conclusion: based on the inspection conducted, it is likely that the reported fault was due to the wider distance between the probe connection on the lid in each complaint device. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the CPAP probes of two bubble CPAP generators, which are part of the bc163 bubble CPAP system kits, do not properly fit into the bubble cpaps, causing the probes to move. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4). We will provide a follow up report once we have received the devices and completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the CPAP probes of two bubble CPAP generators, which are part of the bc163 bubble CPAP system kits, do not properly fit into the bubble cpaps, causing the probes to move. There was no reported patient involvement.